Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
The wife of a (B)(6) old male pt called into zoll lifecor customer support to report that her husband was having problems with one of his batteries. The pt then stated that his battery was unable to power on the monitor. Support issued the pt a replacement battery pack.